Event description:
Female pt came into the ed complaining of abdominal pain. We did a quick urine pregnancy test which came back negative. Following the test, pt was taken to radiology for a CT of the abdomen. During the time pt was in CT, the urine test started showing positive; 30 mins have now elapsed. The pt had her CT which showed an ectopic pregnancy. Pt required surgery anyway; not a viable fetus. Blood was sent and a quantitative was done which did show the pt pregnant. During our investigation, another pt that had a negative urine test and required an abdominal CT was (B)(6) pregnant. Another report pending. (B)(4).